Event description:
An office manager reports that the surgeon was dissatisfied with the outcome of one patient, both eyes, following bilateral lasik surgery. This report is for the right eye, the left eye is being reported under manufacturer's report # 300328808-2009-00006. Additional information provided by the system operator indicated the system was ready, however, when the surgeon attempted to engage the laser it failed to fire. The territory manager (tm) was contacted for assistance. During the phone call, it was determined the system was in a mode between 'ready' and 'pedal depress' and was not actually ready for the surgeon to engage the laser. The system operator could not explain what steps she took to get into this situation so the tm instructed the system operator to restart the laser and follow the prompts. The tm remained on the phone until the treatment was completed and determined the system operator skipped 'ready key' step before telling the surgeon to depress the footswitch. Once the tm prompted the operator to press the 'ready key', the treatment began when the doctor depressed the footswitch. The flap was lifted for an extended period of time and 3 days post-op the eye experienced corneal haze and ucva of 20/60. The surgeon stated the patient was not harmed or injured. The surgeon stated he felt the corneal haze was due to the extended length of time the flap was lifted. Additional information has been requested.

Manufacturer narrative:
Three days following the event, the territory manager (tm) was onsite and conducted a complete, successful system verification to specifications. No problems or issues were found with the device. The tm reviewed the log file for the surgery on the right eye of this patient and found energy and voltage were good throughout the treatment and the eye tracker values were well within tolerance. (However, there were 4 breaks in the delivery, mainly due to the difficulty in capturing of the pupil possibly due to the pupil size out of range, excessive eye or head movement, partial blockage of tracker ir illumination source or sub-optimal tracker contrast value selection/confirmation). A review of the complaint database revealed no other complaints of this type for the last 12 months. (B) (4). (B) (4). (B) (4).